Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 27mm 7300tfx mitral valve implanted for unknown period of time was explanted due to unknown reasons. A 27mm 7300tfx valve was implanted in replacement. Patient post-procedure status as in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
It was learned through implant patient registry that a patient with a 27mm 7300tfx mitral valve implanted for 7 years and 9 months was explanted due to unknown reasons. A 27mm 7300tfx valve was implanted in replacement. Patient post-procedure status as in recovery.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was learned through implant patient registry that a patient with a 27mm 7300tfx mitral valve implanted for 7 years and 9 months was explanted due to severe stenosis secondary to calcification with one of the leaflets completely immobile. A 27mm 7300tfx valve was implanted in replacement with no complications. Patient post-procedure status as in recovery. Per medical records: the patient presented for an elective mvr due to severe ms. Pre-op tee showed calcified tissue mitral valve with moderate to severe stenosis. The patient underwent mvr utilizing a 27mm 7300tfx valve without complications. Post-op tee showed well seated bioprosthetic valve without perivalvular leak, or mr. The patient was transferred to the ICU postoperatively. Per pathology report: the explanted valve showed fibrous tissue with calcifications.